Event description:
It was reported that the pt had problems since his pump was implanted in 2006. He experienced increased spasticity and prolonged sleeping and drowsiness. He had intermittent periods of flacidity and increased tone. The pt also had swelling at the pump pocket site that would correspond with the drowsiness symptoms. The swelling would resolve within 12 hours and the sleepiness would then begin. A catheter dye study was done at and showed a kinked catheter. The catheter was revised on an unk date. The parents stated that there was not a noticeable difference of improvement after the catheter revision. The pt experienced more swelling that occurred with a pump refill session. Subsequently, the pt's catheter and pump were replaced. It was stated that there was not an identified problem found during the explant procedure. The pt was discharged to home and was said to be doing "fine." The pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.